Manufacturer narrative:
The suspect device was not returned for evaluation. Photos of the suspect device were provided. The complaint could not be confirmed. The exact origin of the reported damage could not be definitively determined. Since the blister packaging had already been opened, it is not possible to establish with certainty when the damage occurred. It may have taken place during merit's production process or after the catheter was removed from its packaging. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges during the angiography procedure; it was found that the angiographic catheter was fractured within the sheath. The catheter and the sheath were successfully removed from the body together. No additional patient conseuence to report.